Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site therefore the product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was damaged upon opening. The lens was stuck in the plastic container and had a scratch through it. No patient contact/injury reported. No further information was provided.